Event description:
It was reported that the iab was inserted in the cath lab. The physician was unable to achieve an ap waveform from the fiber optics. The pump was also experiencing purge failure alarms. As a result of these difficulties, the iab was removed and replaced. There were no associated pt complictions.